Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is submitted to document the findings and conclusions of the legal manufacturer's final investigation. Corrected information: d9 the affected device was not returned to olympus america inc. For physical inspection. As a result, the reported malfunction ¿ specifically, rupture of the outer sheath¿ could not be confirmed. Based on the findings of the completed investigation, and in the absence of the returned device for physical examination, a definitive root cause for the reported event could not be established. No conclusive determination regarding the failure mode or contributing factors could be made. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic probe's outer sheath was ruptured at the distal end. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.